Event description:
It was reported through remote transmission that the pacemaker exhibited far r wave oversensing. Programming changes were recommended but not yet completed. The device remained implanted and will continue to be monitored. The patient experienced heart palpitations due to the event. Patient condition was unknown.